Manufacturer narrative:
Other device used: catalog #00630505836, trilogy crosslinked liner, lot #61543444; catalog #00784801200, m/l kinectiv neck, lot #61513128 - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to recurrent dislocations and showed high levels of metal.

Manufacturer narrative:
No devices were returned for review. Photographs of the devices show dark debris buildup at the taper of the head and neck, suggesting corrosion. The explanted liner does not show any obvious signs of damage. X-rays reviewed by surgeon state that the hip construct is well aligned, however the modular femoral component showed signs of radiolucency at the greater trochanter, and extending to the lesser trochanter. Review of the device history record report show no deviations or anomalies were noted in the manufacturing process for this lot. The reported devices are used for treatment. Review of complaint history for the part-lot combination of the reported devices identified no additional complaints. It was confirmed that the devices were used in an approved and compatible combination. Patient was bilateral and suffered from severe femoral head arthritis. They were noted to have excellent bone quality. Implant surgery was performed without complications. Patient complained of recurrent dislocations that were self reduced. Rehabilitation protocol is not provided, however it is noted that the patient does not use any devices to assist ambulation. Patient was noted to have elevated cobalt and chromium levels. MRI results revealed patient showed signs of extensive small particle disease with large pseudotumor within iliopsoas bursa. Large heterogeneous fluid accumulation extending from the joint space with more solid component posterior lateral to the greater trochanter. Moderate cortical erosion proximal anterior midline femur. Small erosions along the greater trochanter. It is likely that corrosion has contributed to the pain reported, however a definitive root cause cannot be determined with certainty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.